Event description:
It was reported customer having an extreme issue with all our 3-way foley catheters leaking with pin holes at the base of the 3 ways. The two that they had currently were and, the team said that they since this happened, they try them out first. The team said they went through at least 7 in two days.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR review is not required as the lot number is unknown. The instructions for use were found adequate and states the following: warning: on the catheter, do not use ointments with a petrolatum base. They will damage the silicone and may cause the balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through the drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters. Sterile unless the package is opened or damaged. Single patients use only. Do not reuse. Do not re-sterilize. For urological use only. Should balloon rupture occur, care should be taken to ensure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Valve type: use a luer slip syringe. Do not use a needle. Catheters should be replaced in accordance with the cdc guideline "guideline for prevention of catheter-associated urinary tract infection." At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate a catheter balloon: gently insert a syringe into the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported customer having an extreme issue with all our 3-way foley catheters leaking with pin holes at the base of the 3 ways. The two that they had currently were and, the team said that they since this happened, they try them out first. The team said they went through at least 7 in two days.